Event description:
The pressure guide wire did not connect at the initial pairing with the machine. The product did not leave the product housing and was prepared in the traditional fashion per the philips protocol.